Event description:
It was reported that a patient underwent surgery for acute traumatic tibial plateau fracture using rhbmp-2/acs. At an unknown time after surgery, the patient developed heterotopic bone growth and underwent an open surgery to remove the ectopic bone.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.